Event description:
Patient was on an infusion of flolan for treatment of severe pulmonary hypertension due to scleroderma. Medication is critical and is not to be interrupted or abruptly discontinued for any length of time. Patient condition began to deteriorate; rn noted blood in IV tubing below tubing hub/cap, immediately changed to new IV bag and tubing. Patient condition continued to deteriorate; rn then noted leak at tubing hub/cap connection (approximately the size of a baseball) and noted a crack in the tubing connection hub/cap, preparing to change out the hub/cap when patient condition deteriorated further and a code blue was called. Patient resuscitated however did not regain consciousness and expired.